Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest documented blood glucose of 378 mg/dl, which remained out of range for approximately 90 minutes after the cartridge was found not seated in the pump and the infusion set connector was believed to have been improperly attached, which the user associated with the elevated glucose. No symptoms were reported. The outcome included self-correction through user intervention by properly attaching a new connector and cartridge, after which glucose values trended downward from 372¿378 mg/dl to 355 mg/dl and then to 290 mg/dl. No outside assistance, medical intervention, or hospitalization was required. The investigation included customer support troubleshooting and education, including guidance to exit an inadvertent fill tubing only mode. The investigation revealed an infusion set and cartridge connection issue consistent with an incorrectly deployed infusion set or an infusion set connector not attached correctly, resulting in interrupted insulin delivery. Based on previously established findings for similar reports, it was concluded that the cause was user handling error related to infusion set and cartridge connection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.